Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer stated that her infusion set and reservoir malfunctioned. The customer received a no delivery alarm while doing a set change at the time of the fill tubing process. The customer stated that this incident happened twice. The customer's blood glucose was unknown. The customer was unable to troubleshoot due to the event occuring in the past. The customer stated that her current infusion set and reservoir were working fine. Advised customer to do a complete set change as soon as possible. Nothing further reported.